Manufacturer narrative:
The customer¿s calibration and qc were acceptable. The field service engineer discovered a bubble caused the initial result. He performed a performance test with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas e411 disk. The initial result was reported outside the laboratory. The doctor questioned the result as it did not match the patient¿s clinical picture and requested a rerun. The patient¿s initial estradiol result was less than 5 pg/ml. The patient¿s repeat result on the same analyzer was 328.9 pg/ml. The doctor confirmed the repeat result was correct. Estradiol reagent lot number was 462172 with an expiration date of 28-feb-2021.